Event description:
The customer reported that the extend front piece was broken. When they tried to detach the extend front piece from the patient after treatment, the parts of extend front piece were detached from the extend body. There were not sure when parts became loose.

Manufacturer narrative:
The extend bottom plate broke during usage. The customer has used the equipment for (B)(4) cases without any problems. The customer sterilized the parts using ethylene oxide gas. It is probable that the root cause of the problem is the sterilization procedure (user error). The parts have not been returned to the manufacturer for investigation. In the manufacturer's instructions for use there are two warnings that the equipment should not be sterilized since it may change the product and that the products shall not be used when damaged. Information provided by the customer.